Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is within the expected range; therefore, this event is not reportable. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd purewick urine collection system was returned. An in-house external power cord was used for testing. There was no light or sound with the returned pcba and battery. After attaching the in-house pcba, there was light and sound from the device. Once the device was opened up, there was slight residue on the base and the rim. The enclosed foam was completely orange in color, likely due to urine residue exposure. Further inside, there was mild residue and heavy corrosion on the returned pcba. There was also slight orange residue in the inner tubing and some discoloration of the inner foam next to the motor. The device passed with a value of 2.133 slpm at device start and 2.214 slpm at 10 seconds with the in-house pcba and returned battery. The labeling and instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states: "1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter." The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the unit was not suctioning. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Event description:
It was reported by the customer that the unit was not suctioning. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.